Manufacturer narrative:
E1: initial reporter address: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® lithium heparin (lh) blood collection tubes 6 samples exhibited clotting. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for clotting was observed. Additionally, 90 retention samples from bd inventory were evaluated by visual examination and all samples met specification. Complaints for sample quality are under statistical control for the month of november 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported after using bd vacutainer® lithium heparin (lh) blood collection tubes 6 samples exhibited clotting. No adverse impact was reported regarding the patient or user.